Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh and bard pelvicol acellular collagen matrix were implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and tvt was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted due to enterocele and vaginal prolapse. The patient underwent mesh removal on (B)(6) 2003 due to non-healing wound resulting in exploratory laparoscopy, lysis of adhesions, removal of foreign body, both mesh and gore-tex. The patient underwent mesh removal on (B)(6) 2003 due to chronic pelvic infection due to morganella bacteria. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. A mesh removal was performed on (B)(6) 2003. The patient underwent another mesh removal on (B)(6) 2003.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06895. The same patient is represented in each medwatch.